Event description:
It was reported that the right atrial (ra) lead was determined at follow-up to have dislodged. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4)- the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. The distal end electrode was covered with blood. The distal end electrode was covered with body tissue/fibrotic growth. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-58 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.